Manufacturer narrative:
Pt info: requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k923607,k926214. The actual sample was received for evaluation. Visual inspection revealed that the total length was 3968 mm. As the normal length is 4000 mm, the actual sample was thought to be missing about 32 mm. The distal end had been broken. Magnifying inspection of the actual sample found that the outer layer around the broken section had been elongated. The elongated outer layer had a convex shape and was considered to be the tip of the core wire underneath the outer layer. Electron microscopic inspection of the outer layer found that the distal end had been torn over the entire circumference. Creases were found on the elongated area. Rough surface was observed in the area located over the tip of the core wire. The outer diameter was measured and confirmed to meet the factory's control criteria. No anomaly in the outer diameter was observed. The outer layer was dissolved to expose core wire. Electron microscopic inspection of the core wire revealed that the end of the core wire was straight and not tapered when seen from lateral side. Radial pattern was observed on the broken surface. Mechanism of breakage of guidewires: the guidewire may become broken off when it has been subjected to one of the loads described below. In addition, as for the core wire, the state of the broken ends presents some regularity depending on the mechanism of the breakage. Continuous one-way torque load to a bent wire. The broken ends are not deformed in a tapered shape and radial pattern is observed on the broken surface. This state is similar to that observed on the actual sample. Repetitive bending load at a 90-degree angle. The broken ends are not deformed in a tapered shape and dimple pattern is observed on the broken surface. This state is not similar to that observed on the actual sample. One-way pulling load. The outside diameter of the core wire has been diminished toward the broken ends. This state is not similar to that observed on the actual sample. Pulling load to a loop-shaped wire. The broken ends have been curved and tapered. This state is not similar to that observed on the actual sample. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: manipulate the glidewire slowly and carefully in the vessel while confirmation the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the glidewire without fluoroscopic confirmation may result in vessel perforation. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to continuous torque load while it was held in a curve shape, which resulted in the breakage of the core wire due to metal fatigue. Subsequently, when the actual sample was pulled in the withdrawal direction, the outer layer was torn and separated. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the actual radifocus guidewire m was used for ercp. Due to tortuous anatomy toward the bile duct, it became broken during manipulation and left partially in the body. The broken piece was planned to be collected. The broken piece has been left in the body, there were health hazards, although non-serious event. The procedure outcome was not reported.